Event description:
As reported by the user facility (translation of user facility info by (B)(4)): device is programmed with 250cc of dipirone to 10 ml/hour. Total time: 24 hours and it was in 13 hours.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently on shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.